Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead dislodged and became "polluted" when the physician attempted to cut the sheath. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during withdrawal of the sheath, the lead dislodged and was inadvertently exposed to non-sterile areas, resulting in its replacement.